Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging tactile changes with moisture issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2014 with the following findings: a display lens leak with evidence of moisture corrosion inside all internal pump and display board. There was no damage or peeling to keypad. Ok button is not working due to internal moisture damage on keypad connector. The up, down and contrast respond appropriately. There was no evidence of contamination on key contacts. Unable to test bolus button. The bolus button is intact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.